Manufacturer narrative:
(B)(4).

Event description:
The dentist was torquing and the screw fractured. The dentist was able to complete the procedure with another screw and no damage to the implant.

Manufacturer narrative:
Visual inspection of the product as returned has confirmed that the screw has fractured along the threads. Although damaged, the hex of the screw did not appear stripped. General evidence of usage was also identified on the screw, with no additional anomalies observed when compared to the drawing. Review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.